Manufacturer narrative:
Correction: g1 manufacturing site name and address. The investigation of the reported failure mode has been completed. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had an anatomical narrowing directly on the anastomosis, preventing successful delivery of impella. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was tried to be implanted with an impella 5.5 device for mechanical circulatory support. The native anatomy precluded the placement of the 5.5 and so the team made decision to place a cp. No patient harm was reported due to the issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1, b5, and h1 updated.

Event description:
Updated clinical rationale: an impella 5.5 was being inserted via the axillary graft site to support the 72 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was placed on an extra-corporeal membrane oxygenation (ECMO) also. The patient was on inotropes, vasopressors, and a vent for respiratory needs prior. The patient was unable to come off of the heart lung machine in the operating suite and needed the hemodynamic support. The native anatomy did not allow the 5.5 to be delivered, as there was thought to be probably an anatomical narrowing directly on the anastomosis. The team removed the 5.5 and instead placed an impella cp. The exchange from 5.5 to cp was performed with no consequence to the patient and support.